Event description:
It was reported that the customer was hospitalized on (B)(6)2014 for diabetic ketoacidosis. The customer stated that the he consistently received no delivery alarms on his insulin pump. The customer stated he was at lunch and did not have a back-up plan with him. The customer subsequently felt like vomiting and nauseous. Customer states that the pump continued to alarm no delivery after multiple infusion set changes. Customer stated that he was too sick to deal with the no delivery alarm so he reverted to back-up manual injections. Customer states he could not get out of bed and that his blood glucose levels became high. The customer's blood glucose level at the time of hospitalization was 440 mg/dl. The customer was treated wtih insulin and an IV drip. Customer stated was off the pump for three days. Customer believes that the issue is with the box of infusion sets. Advised customer that replacement pump and a box of infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Reference manufacturer report number: 2032227-2014-68599.